Manufacturer narrative:
The reported field event of a mechanical anomaly could not be confirmed. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that ICD was explanted and replaced due to unspecified mechanical complication. No further information was provided.